Event description:
It was reported the customer received a compromised force sensor system alarm. Customer's blood glucose was 197 mg/dl. Troubleshooting found the customer's drive support cap appeared to be normal. Customer was also unsure if they had pressed on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Unable to prime unit during prime test due to faulty force sensor resistor. No compromised force sensor system alarms noted. Unable to perform excessive no delivery test and occlusion test due to prime anomaly. Unit received missing end cap sticker. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners.